Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned product was damaged when received. The drip chamber was cut off from the admin manifold and not returned in the pack. The light green connector on the irrigation aspiration (I/a) manifold was found cracked with an area of white stressing on the proximal end of the connector indicating stress induced damage at one point. Lab stock manifolds were used to functionally test the cassette portion that was not damaged. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured and met specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. The root cause of the customer's complaint could not be conclusively determined based on the condition of the returned sample. Some of the parts were damaged in returned condition. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery a patient experienced corneal burn and the wound was stitched. The surgery was completed on the same day and the patient condition is stable. This is one of three reports for this issue and represents the sleeve.